Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit for pain and bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient went to the emergency room (ER) due to pain and site bleeding during pod wear. The pod was removed in the ER and medical staff stopped the bleeding. Patient left the ER after about 6 hours.

Manufacturer narrative:
Inspection of the device found no blood nor issues capable of causing the reported bleeding/bruising. Inspection of the device found no issues capable of causing the reported pain. The cause of this event could not be determined. The voltages on all three batteries measured lower than expected. Corrosion on the pcba resulted in a high current draw that depleted the battery voltages. It cannot be determined what caused the corrosion. This defect would not contribute to the reported events nor did it affect the operation of the device.